Event description:
No malfunction is suspected with the vns generator, as the most recent diagnostics on (B)(6) 2012, were within normal limits and the generator was not at end of service.

Event description:
It was reported by a nurse that a vns patient experienced an increase in seizures due to unknown reason. The nurse further indicated the relationship of the increase in seizures to vns is unknown as the patient is also undergoing stress and has begun a new epileptic drug treatment. The last system diagnostics were from (B)(6), 2012 and were within normal limits, end of service was no. At the moment no interventions have been mentioned as good faith attempts to obtain information have been unsuccessful to date.

Manufacturer narrative:
Adverse event or product problem, corrected data: the event was inadvertently reported as a malfunction on the initial MDR report. The event is a serious injury. Type of report, corrected data: the initial MDR report inadvertently omitted the 30-day report designation. Corrected data: (B)(4).